Event description:
A contact lens fitter reported that patient had been referred to a hospital for treatment for a suspected infectious corneal ulcer in the right eye associated with wear of focus night & day lenses. The report indicates a corneal opacity from 5 to 10 o'clock with pain and a large area of edema. The patient informed the contact lens fitter that the hospital told the patient that is was a pseudomonal ulcer, however, no medical records have been made available. Several attempts have been made to obtain additional information. No additional information is available at this time.